Manufacturer narrative:
The reported event of unspecified capture issue was confirmed. Final analysis found that as received, a complete lead was returned for analysis. Electrical testing found a discontinuity due the over torqued inner coil at the connector region consistent with procedural damage. X-ray inspection of the lead did confirm the inner coil was broken / separated due to over torqued in the connector region.

Event description:
It was reported, that the patient presented for an implant procedure, during the procedure, the right atrial lead exhibited an unacceptable capture threshold. The lead was not used and replaced. The patient was in stable condition.